Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device catalog number is unknown; therefore, UDI is unavailable.

Event description:
Litigation complaint received ad (B)(6) 2022. Patient alleges suffering from a very sore and painful hip. In 2020 patient was informed that there was excessive wear of the ball and socket and metallic particles. The implant had, in fact loosened and failed. There was bone loss and implant failure, swelling, inflammation, spread of metal throughout the body, partial or complete lack of mobility, increased blood heavy metal and emotional distress. Doi: (B)(6) 2010. Dor: unknown. Right hip.